Event description:
It was reported that the physician implanted an artificial urinary sphincter (aus). When the conceal reservoir was opened, the package contained a 100ml spherical reservoir. The physician opted to use the spherical reservoir anyway, and no patient complications occurred.